Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The manufacturer is unable to determine other implantable devices the patient has implanted. It was reported the patient is unable to feel the stimulation even though the stimulation has been adjusted upward. An x-ray was taken and showed the receiver is flipped in the pocket. Surgical intervention may be pending to address this issue.